Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic thorascopic resection of right upper lobe. The staple line was incomplete and was fixed using a suture. The device was able to fire but unable to open staple cartridge. The device was replaced to complete the case. There was no patient injury.

Manufacturer narrative:
The manufacturer was notified about the event on oct 18, 2017. If information is provided in the future, a supplemental report will be issued.